Event description:
A peritoneal dialysis (pd) nurse reported a cycler was having an issue. The patient dropped off the cycler to the clinic stating the door wouldn't close and reported fluid leakage. The pd nurse had no further information on the leakage incident. The fresenius technical support representative had the pd nurse turn on the cycler, and the pdrn was able to close the door. Upon follow up, it was confirmed that the patient was able to complete treatment on the reported day with the cycler.the patient stated he did not remember if there was fluid on the cassette door, or if it was coming from the cassette. The patient stated there was a ¿valve leak alarm¿. The patient was connected when the leak occurred. The patient reset up with new supplies and was able to complete dialysis treatment. The patient confirmed there were no patient adverse effects or medical intervention was required. The patient stated the supplies were disposed to the trash, therefore there is no sample available to be returned.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) nurse reported a cycler was having an issue. The patient dropped off the cycler to the clinic stating the door wouldn't close and reported fluid leakage. The pd nurse had no further information on the leakage incident. The fresenius technical support representative had the pd nurse turn on the cycler, and the pdrn was able to close the door. Upon follow up, it was confirmed that the patient was able to complete treatment on the reported day with the cycler.the patient stated he did not remember if there was fluid on the cassette door, or if it was coming from the cassette. The patient stated there was a ¿valve leak alarm¿. The patient was connected when the leak occurred. The patient reset up with new supplies and was able to complete dialysis treatment. The patient confirmed there were no patient adverse effects or medical intervention was required. The patient stated the supplies were disposed to the trash, therefore there is no sample available to be returned.